Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a "loss of prime" issue. The patient reportedly experienced a blood glucose (bg) measurement of 22 mmol/l with symptoms of strong fruity breath, vomiting and nausea. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The cartridge reportedly was not being used per instructions for use (IFU). This complaint is being reported because the patient experienced a hyperglycemic event due to a training misuse error as the cartridge was not being used per IFU prompting multiple, "loss of prime" warnings. Multiple loss of prime warnings, may reportedly result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no device malfunction nor did the device cause or contribute to the reported incident. The device(s) reportedly are not being returned and the patient remained on insulin pump therapy.